Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month and 10 days after the dental implant was installed in intraoral region 24#, its non- osseointegration was observed. Moreover, 50n.cm of primary stability was achieved, the patient presented bone type I and occlusal overload has occurred.